Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was 257 mg/dl. The customer stated she has air bubbles in the reservoir. The customer was advised to deliver a 5 unit fixed prime until air bubbles are no longer visible and repeat process until they are no longer visible. The customer was advised that insulin should be stored at room temperature. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 257 mg/dl. It was explain to the customer having high blood glucose. Customer did have air bubbles in the reservoir both times when blood glucose was going high.